Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on this information, the reported device damaged by another device (caused damage) appears to be related to user technique/procedural circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This report is being filed as the device caused damaged to another device. It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4. The first mitraclip was successfully implanted. A second mitraclip (cds0701-ntw 10120u179) went to grasp when the clip accidently knocked off the first implanted clip from the posterior leaflet. The first mitraclip remained attached to the anterior leaflet as a single leaflet device attachment (slda). Reportedly, there was no device malfunction with either clip. As a precaution, the second mitraclip was removed un-deployed and without issue. In replacement, and as treatment for the slda, two additional mitraclips were successfully implanted on either side of the slda ntw mitraclip. The mr had been reduced to trace and the slda remained stable. There was no tissue injury observed due to any device and there was no adverse patient sequela. The patient was in reported good condition. No additional information was provided regarding this issue.